Event description:
A surgeon reported that a pt who underwent bilateral lasik was diagnosed with over-correction with induced astigmatism. This concerns the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).